Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's settings are defaulting back to the original settings 1.5-1.2. The patient reports that a couple weeks ago their settings were at 1.5 and 1.8. Yesterday, the patient saw their neurologist to increase settings and the patient saw 1.2 and 1.5. Today, the day of call, the programmer also showed 1.2 and 1.5. The morning of the call, the patient increased to 1.9 and 1.6 and when they turned it on they noticed a change in electricity. During the call, the patient pressed the orange check key and sees 1.9 and 1.6. The patient reports their current settings are correct. The patient turned off their programmer again and pressed the orange check key and once again the settings are correct. The patient does not see his group, nor knows if he has different groups, as they do not show on the programmer. No symptoms were reported. No further complications were reported or anticipated with this event.